Manufacturer narrative:
Additional information received from the hospital states that there was an unexpected system shutdown that lead to the reported stop of gas delivery. Our company representative investigated the device at the hospital and found no technical malfunctions that could explain the reported shutdown. The device logs were downloaded and the unit was returned to clinical use. The received internal log confirms a shutdown from ongoing ventilation (without being preceded by a standby logpost). The recorded shutdown is logged as a normal shutdown (as if the user would have pressed the on/off switch manually). The technical log contains no recordings on the event date and there are no technical errors at all that would suggest a malfunction that would lead to a system shutdown. The reported issue could not be reproduced when the field service engineer visited the hospital and the device has been in use ever since the event without any further reported issues. We have not been able to determine the true cause of the event.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation stopped delivering gases. There was no patient harm. Manufacturer´s ref #: (B)(4).